Event description:
I have severe back pain and abdominal pain, sometimes when I walk I can feel the coil on my left side as if its rubbing against something its uncomfortable to lay on my side because I get sharp tugging pains. I have really bad headaches, I also have become very tender and bruise easily. I always have fatigue, and I cannot loose any weight plus I've gained weight that I've lost post partum. I even have memory issues I seem to forget things fairly easy and I what sex life I do have anymore has become painful and afterwards I feel like im having really bad contractions. When I did my hsg test the pain in my back and abdomen have been ten times worse.